Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, only the terminal segment of the lead was returned and carefully examined. Visual analysis revealed that the terminal segment was severed 5.6 centimeters from the terminal pin. Also, setscrew marks were noted on this terminal pin along with drag marks observed on the terminal ring. This lead passed the resistance measurement test. Laboratory analysis could not confirm the field allegation.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms along with loss of capture (loc). The patient was ill, as reported. The physician sent the patient for chest x-ray. Additional information indicated that the chest x-ray appeared to be normal. The lv lead was turned off and there was no present plan for this patient. The system remains in-service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the system was already explanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.